Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('essure removal'). In a female patient who had essure inserted for female sterilization. On (B)(6) 2006, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2006, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils, invading into the myometrium at the bilateral comus of the 1.0 cm.') In a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 4 years 8 months after insertion and 2 months 18 days after removal of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (abdominal hysterectomy laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and genital haemorrhage outcome was unknown. The reporter considered embedded device and genital haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014. Removal date: (B)(6) 2019. The coils were then placed at the level of the gold band. It should be noted there were 3 coils within the intrauterine cavity on the right side and 5 coils on the left side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received event heavy bleeding was added. Reporter information and patient address were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils, invading into the myometrium at the bilateral comus of the 1.0 cm.') In a 38-year-old female patient who had essure inserted for female sterilization. The patient's medical history included grand multiparity. On (B)(6) 2006, the patient had essure inserted. On (B)(6) 2019, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 13 years 3 months after insertion and 2 months 18 days after removal of essure. The patient was treated with surgery (abdominal hysterectomy laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014. Removal date: (B)(6) 2019 the coils were then placed at the level of the gold band. It should be noted there were 3 coils within the intrauterine cavity on the right side and 5 coils on the left side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: mr received. Reporter's information added.rcc added. Events:medical device removal was updated to essure coils, invading into the myometrium at the bilateral comus of the 1.0 cm.. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.